Event description:
It was reported that in 2007 the patient underwent treatment with the polarcath device for two lesions. During the polarcath cryoplasty procedure the immediate technical results were non-satisfactory with no post dilatation of the lesion performed. Post cryoplasty a stent implantation was performed. The balloon/stent diameter was 5 mm and maximum post-dilatation pressure was 14 atmospheric pressures (atm).the two de novo target lesions were identified in the superficial femoral artery. The angiographic data was provided for only one lesion. The target lesion (specific lesion site not provided) with 5mm reference vessel diameter, 40 mm length and 100% stenosis. There is no vessel tortuosity. There were three patent run off vessels identified. Quantitative data calibrated angiographic reveals concentric stenosis with severe calcification at target lesion. Five inflations were performed with the polar cath balloon with 5 mm balloon diameter, 4 cm balloon length, 75 cm shaft length with 60% residual stenosis. A stent was implanted post cryoplasty with 5 mm balloon/stent diameter and maximum post dilatation pressure of 14 atm. The patient experienced pain during the cryoplasty inflation. The cryoplasty total procedure time was 20 minutes. The patient had a follow up visit at the clinic/hospital in 2008. The clinical stage was claudication: walking distance was greater than 1000 meters (fontaine iia or rutherford grade I category 1). The ankle brachial index (abi) was 1. The duplex data was 0% restenosis at the target lesion and 0% stenosis in the target vessel. There were no flow anomalies. An angiogram was not available. It is documented that there was an unspecified intervention since the procedure with no details provided. No further data was provided.

Manufacturer narrative:
Date of event - 2007the device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is undeterminable.